Event description:
It was reported that upon re-engagement (ready mode) of a side-firing fiber being used for a prostate procedure, the aim beam was observed to be forward-firing at 33,602 joules. The procedure was completed with a second fiber. The outcome was reported as "no pt injury reported".

Manufacturer narrative:
(B)(4) (no code available) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.